Manufacturer narrative:
Based on the information available, the cause of the reported problem was confirmed to be the distorted sound with the speaker. The customer was provided with a replacement speaker to resolve the issue. After speaker replacement the device was returned to functional use with no further issues identified. The device remains at the customer site.

Manufacturer narrative:
D4: data correction to device identifier.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone number (B)(6). E1: reporter phone number (B)(6).

Event description:
The speaker is defective, the customer wants to receive a quote for ordering a new speaker. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported. A new speaker assembly was shipped to the customer.